Event description:
It was reported by the carefusion service tech that the ventilator had no audible alarm. Review of the event trace revealed rac err1 and sndrerr1 alarm conditions. The reported problem occurred during a scheduled maintenance and was not connected to a patient.